Manufacturer narrative:
Result: although the reported event was unable to be confirmed, the result code (B)(4)- operational problem is being used to capture the working length twisted and distal pierced hole melted. Visual evaluation of the returned device found the working length twisted and the distal pierce hole melted. A functional test was performed and the electrical resistance of the device was within specification. The device functional evaluation confirms that the device met specifications with regard to conductivity. The investigation was unable to confirm the reported complaint.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in front of the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the cutting wire of the device would not cut. Reportedly, a non bsc generator was used and it is unknown if the active cord was a bsc or non bsc device. Additionally, the device was not tested prior to use and there was no visible damage noted to the device. The procedure was completed with another of the same device along with the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in front of the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the cutting wire of the device would not cut. Reportedly, a non bsc generator was used and it is unknown if the active cord was a bsc or non bsc device. Additionally, the device was not tested prior to use and there was no visible damage noted to the device. The procedure was completed with another of the same device along with the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Upn: the complainant was unable to report the exact upn, the autotome rx sphincterotome was reported to be a dreamtome device. Lot: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.